Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown; unknown - unknown tibial component - unknown. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient was revised due to instability. The poly was revised. Attempts have been made and all available information has been provided.